Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: "trend observed: increase in complaints related to adhesive on ewis" has been opened on 18-sep-2024 to address all adhesive issues related to ewis product family as no specifications exist for the adhesive used on this product (design related CAPA).

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024 patient experience an issue that infusion set came out from body. The patient blood glucose was high using IV and pump and current blood glucose level is 148 mg/dl. The time and date of hospitalization is (B)(6) 2024 and length of hospitalization is for 1 day and when patient admitted to hospital the blood glucose level were 580 mg/dl. The patient also got symptoms when admitted to hospital i.e. Feeling sick/unwell and patient also got results of ketones which is negative. No further information available..

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary CAPA-2010953 "trend observed: increase in complaints related to adhesive on ewis" has been opened on 18-sep-2024 to address all adhesive issues related to ewis product family as no specifications exist for the adhesive used on this product (design related CAPA).

Event description:
To date no additional patient or event details have been received.